Event description:
It was reported that an ilet pump¿s hardware separated at the screen bezel while the user was wearing it at night, and the assembly fell apart when the health proxy picked it up in the morning; no alerts or alarms occurred. Symptoms included no reported adverse health effects. Outcomes included a replacement pump being provided, with instructions that the replacement would require relearning and that the original device should be returned. Investigation included collection of user testimony and review of a photograph of the device. Investigation of this case revealed a device mechanical integrity issue localized to the pump enclosure/screen bezel, consistent with hardware separation without external impact. It was concluded, based on previously established findings for similar reports, that the cause was mechanical component separation of the device housing.